Event description:
Central line dressing with drainage when the dressing was removed noted no leaking from insertion site. Upon further inspection, a hole noted in tubing of white port. Sodium bicarb infusing through port leaking all down backside of patient. Line immediately occluded. Attending physician notified and central line removed.